Event description:
During surgical procedure, doctor was using a (ethicon endo-surgery enseal laparoscopic tissue sealer g2 articulating straight law 5mm diameter 35cm shaft length ref number (B)(4) lot number k4cv90 exp. 2014-05). Doctor noticed that a piece of plastic black coating came off of the handpiece. Device removed from field along with black piece of plastic examined off of field and noticed another cut/lifting in the black covering closer to the actual handpiece.